Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced skin irritation. Customer's current blood glucose value was unknown. The customer mention started to hurt so bad and they have boils underneath it. Went to healthcare professional's and got a cream. Troubleshooting was performed. The customer stated site issue such as redness, raised bumps, swelling, pus, discharge and size and shape was as sensor at abdomen. The customer was hospitalized on (B)(6) and customer was given a steroid cream to heal get the irritation under control. Customer was off the sensor prior to hospitalization for less than 48 hours. The product will not be returned for analysis.